Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. No unexpected alarms including spi to motor pic communication error alarms were noted. Unit received with operating currents within spec and passed self test and displacement test. No unexpected battery alarms including low battery alarms were noted. Unit received with intermittent act due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer able to complete rewind. Customer reports they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.